Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and found that the shuttle transducer was drifting by 20mm. The fse could see it actively drifting, so he resolved the issue by replacing the pressure transducer and completed full transducer calibrations, system calibration, functional and safety checks which all passed per factory specifications. The iabp was then returned to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a "maintenance required code#3" upon start-up. There was no patient involvement, and no adverse event reported.